Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 24, 2014.

Event description:
Per the clinic, the patient experienced an infection; however, the issue could not be resovled.the device was explanted on (B)(6), 2008, and the patient was reimplanted with a new device during the same surgery.